Event description:
Ra (right atrial) lead undersensing triggering device-classified false termination of at (atrial tachycardia)/af (atrial fibrillation) events at times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).